Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user could not make an rxverify request on the cabinet. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to make rx verify request on the cabinet. A technical support specialist (tss) identified an issue with rx verify requests caused by an ssl/tls trust relationship error. Hector troubleshot the issue and coordinated with the customer network engineer. After the services were unblocked, an rx verify request was re-tested and confirmed to be working as expected. The system functioned as intended after the technical support specialist troubleshot the device.